Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction this complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005471919.

Event description:
Consumer states "in the past he has used this catheter he has found some where the guide strip does not match up exactly in line with the notch on the funnel. He said it is very slight but wanted to report it to us as a potential defect. He said it is "off by about 10 degrees." It does not happen often, has occurred sporadically in the year or so he has been using these and he said when he notices this he said he just monitors the guide stripe which is correctly placed to delineate the coude tip. He said he has no harm from using these."